Event description:
Per the audiologist's report, this patient's skin flap was thin and itching for 3 to 4 years. By october 2006, the patient was using moleskin to help ease the discomfort. The surgeon explanted the device and reimplanted a new device.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.